Manufacturer narrative:
(B)(4).

Event description:
During the pacemaker replacement procedure due to normal eri, it was not possible to remove the atrial lead from the header. The pacemaker was replaced and the lead was cut and capped. The patient is in stable condition. (B)(4).

Manufacturer narrative:
The pacemaker was received and it was noted that the atrial setscrew could not be untightened due to calcified blood filling the setscrew inset. This also prevented wrench insertion into the setscrew inset and the inset could not be engaged. The reported event was confirmed.